Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had slowness to populate. A technical support specialist (tss) connected to the station and confirmed that universal serial bus (usb) power management was not enabled on the ports, updated the driver per knowledge article "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix", but the issue remained unresolved and reviewed application logs using the customer provided example, also checked previous cases with the same error message, which indicated that the uniform resource locator (url) was not whitelisted following updates. Requested confirmation from the customer, who reported that the network admin had recently updated the whitelist configuration, verified with customer that performance had been slow the previous night and reviewed station logs. Tss confirmed that the identity server was reaching properly now and asked the customer to open the network port 11998. Customer confirmed that the station was performing better and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was slow and unable to login. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was slow and unable to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.